Event description:
Patient was receiving IV therapy infusion via pump and the pump and module started smoking. Pump and module were taken from patient care area. Connectors were melted. No harm to patient.